Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in b. Braun surgical's warehouse. We have not received samples or more information to analyse this case. Without any closed sample we cannot carry out an analysis in order to take a decision. Novosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 2.40 kgf in average and 2.19 kgf in minimum and fulfilled european pharmacopoeia (ep) requirements: 1.80 kgf in average and 0.91 kgf in minimum. Furthermore, degradation test results conducted on samples before releasing the product after 14 days in a sörensen solution at 37ºc were 1.83 kgf in average and 1.74 kgf in minimum and fulfil b. Braun surgical requirements: 0.94 kgf in minimum. Depending on the type of fistula and its evolution, its difficulty of closure/healing can be considered normal. Probably, the reason it cannot heal is due to the complexity of the fistula itself. However, no additional information has been received. As stated in the instructions for use of the product, suture materials are used primarily for adaptation of the wound edges to render possible an undisturbed wound healing. During the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. About 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused. Also, the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Additionally, the complaint history record has been reviewed and there are no previous complaints related to a similar issue of the other products manufactured with the thread raw material batch used in this product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, according to the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. On the other hand, we take note of this incidence in order to assess if new or additional actions are needed. In addition, if any sample or additional information is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn and monosyn quick suture. The client reported that: anal fistula: novosyn (c)0069041 / lot 720145 was used. She seems to be allergic to it. Fistula does not heal. Stoma: monosyn quick (c)0025012 / lot 122434 was used. She seems to be allergic to it. The wounds do not heal, burn and have red spot. Additional information received on 21/03/2023: after consultation with the patient, she gave me the following information: she had an anal fistula which was operated on (the suture material used here was novosyn - technique: button suture). As it did not heal, the anal fistula was closed down (no solid food for 11 days). Subsequently, solid food was given. The suture did not hold. Therefore, an artificial anus (stoma) was temporarily created. Sutured with monosyn quick. Red spots appeared where the suture material was pulled through (at skin level). In a few of these places the wounds have not healed and there is still a wound healing disorder there. Currently: the fistula has not healed yet. They are probably waiting a little longer in the hope that the suture material has completely dissolved (if that is the cause). The trigger). At the moment she sometimes has slight pain at the fistula and perineum (an episiotomy was made to remove the fistula). She probably notices that fluid is being secreted. The stoma is planned to be moved back in (B)(6). No further information has been received. Related case (monosyn quick): 3003639970-2023-00104.